Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and in connecting the remote control to it. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.